Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd was armed by the surgeon and presented for skin incision. When pressure was applied to the trocar, it entered the pt's abdomen and the safety shield failed to operate. This happens when the trocar is rotated on entry, but also when inserted without rotation. Used a new obturator to complete the case. There was no consequence to the pt.